Event description:
Information received by medtronic indicated that insulin pump had over delivery anomaly. The insulin pump delivered more units of insulin than required which caused the customer severe hypoglycemia. The customer banged their head due to low blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.